Manufacturer narrative:
This report is submitted on november 17, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: device not received by manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the receiver stimulator. Subsequently, the patient underwent revision surgery on (B)(6) 2016, and the device was explanted. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted january 16, 2017.